Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open proximal gastrectomy procedure, a sized 25 mm device was used and passed through patient orally but resistance was encountered so the tube separated from the anvil but the anvil was retrieved. A second device of the same size was used with the tube, but the tube was cut off for mating the device. The anvil of the second device was not properly sucked by the esophagus and so removal via retrieval string was attempted. The anvil fell back into esophagus after placement and detachment of the tube, and it would not come out and so the surgeon was called to scope and retrieve the anvil. A third 25 mm device was used but still failed. The surgeon completed the case using a 21mm device. The surgical time was extended by 30 minutes or more due to the product issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and a device. The anvil was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.